Manufacturer narrative:
Correction: please retract this report 2017865-2022-38657, the same issue was previously reported as 2017865-2022-38618.¿

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-38618. Related manufacturer reference number: 2017865-2022-38619. It was reported that a patient presented with infection noted on the patient's pacemaker and right ventricular (rv) lead. Surgical intervention was taken to address the infection on (B)(6) 2022. Additionally, another of the patient's lead helix was found to be unable to be extended during the implant procedure. The lead was not used and another lead was used to completed the procedure. No additional electrical malfunctions were reported. The patient was stable throughout.